Manufacturer narrative:
Bent release bar.

Event description:
It was reported by service report that the headsection would not latch up. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.